Manufacturer narrative:
The device was not returned evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: b5 - describe event or problem: case description was updated. B6 - relevant test/laboratory data was updated. B7 - other relevant history was updated. D4- lot number was updated from unk to 4021541. D4 - d4 - primary UDI number updated from (B)(4). H6 - health effect - impact code 4624 was removed and code 4641 was added.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device for an interventional mitraclip procedure. Reportedly, after deployment of the suture it was noticed that the sutures closed off the vessel entirely. Surgical intervention was performed to re-open the vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was obtained by the account: it was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after an interventional mitraclip procedure using a small-bore artery (= 8f) sheath. Reportedly, after deployment of the suture it was noticed that the sutures closed off the vessel entirely. Two armada balloon inflations reopened the vessel to treat the vessel. Surgical intervention was not performed as previously stated. An additional perclose was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device for an interventional mitraclip procedure. Reportedly, after deployment of the suture it was noticed that the sutures closed off the vessel entirely. Surgical intervention was performed to re-open the vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.